Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Enduser allges that sam350p unit will not power on with known working pad pak. No patient involved.

Event description:
Enduser allges that sam350p unit will not power on with known working pad pak. No patient involved.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 10th february 2014. The device was returned with the reported fault of cannot not switch on with a known good pad-pak. There was no evidence in the history log of a pad-pak ever successfully being installed in the device.the device was found to be switching on as normal throughout the investigation. Furthermore, the device was temperature cycled between 0°c and 50°c for 48 hours while performing a self-test every 20 minutes. This is equivalent to approximately 33 months of normal use without fault. All log entries were successfully recorded throughout this testing. As the device performed to specification throughout the investigation, it would suggest the user could not power cycle the device because they had incorrectly seated the pad-pak in the device, or, had installed a significantly depleted pad-pak that wasn¿t returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.